Event description:
The device's battery showed an impedance of 5.10kohm and 23 months of residual longevity during the follow-up of (B)(6) 2018. The device was at eri with 10.21kohm at (B)(6) 2018 follow-up.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The device's battery showed an impedance of 5.10kohm and 23 months of residual longevity during the follow-up of april 19, 2018. The device was at eri with 10.21kohm at (B)(6) 2018 follow-up.

Manufacturer narrative:
The preliminary analysis revealed that a normal battery depletion occurred.

Event description:
The device's battery showed an impedance of 5.10kohm and 23 months of residual longevity during the follow-up of april 19, 2018. The device was at eri with 10.21kohm at august 13, 2018 follow-up.